Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h11: investigation results: the device was not returned for analysis; it was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of basket wire break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. It was reported that during the procedure "the basket wire could be broken". The procedure was completed using another trapezoid rx. There were no patient complications as a result of this event. Additional information received on january 08, 2026. The tip of the basket was intentionally detached.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h2: additional information block b5 has been updated. Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. It was reported that during the procedure "the basket wire could be broken". The procedure was completed using another trapezoid rx. There were no patient complications as a result of this event. Additional information received on january 08, 2026 the tip of the basket was intentionally detached.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. It was reported that during the procedure "the basket wire could be broken". The procedure was completed using another trapezoid rx. There were no patient complications as a result of this event.